Event description:
It was observed that during the device evaluation, the image disappears during angulation in ud directions.

Manufacturer narrative:
The device was returned to olympus and the evaluation found: the image disappears during angulation in ud directions. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Olympus will continue to monitor the field performance of this device.